Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of questionable elecsys acth test system results for 1 patient sample on a cobas 8000 e 801 module compared to the aia (tosoh) method. On (B)(6) 2018 the patient had an acth result of 4.3 pg/ml at a different hospital. The method was asked for but not provided. The result did not meet the clinical symptoms for the patient and the patient's hospital requested additional testing. On (B)(6) 2018 the acth result was 3.32 pg/ml on the e 801. The acth result was 73.7 pg/ml on the aia (tosoh) method. There were erroneous results reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Request from FDA: could you provide details of the investigation that was conducted? For example, did roche review instrument logs and investigate whether qc before and after the event passed? Did a fse go to the customer site to inspect the instrument? Response from manufacturer: this is a case that occurred in japan. Response from manufacturer: the original result was measured by a commercial laboratory with an unknown method. Since the result did not meet the clinical symptoms of the patient, the hospital asked a university hospital (customer) to re-measure the patient sample. The university hospital measured it with the aia (tosoh) system. The result was significantly different. The university hospital then measured the sample with the roche e801/ elecsys acth. The result agreed with original result from the unknown method reported by the commercial laboratory. Because of this the customer considered that the cause of the difference in the results was the difference in methods systems. Response from manufacturer: the customer requested roche to analyze the specific patient sample. However, the sample was not available for the investigation at roche. Response from manufacturer: the customer requested scientific information and discussion about the potential cause of the differences and a field application specialist visited the customer¿s site response from manufacturer: the field application specialist discussed with the customer the potential causes of the differences including differences in the methods. The customer was satisfied and no further action was required.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.